Event description:
Unomedical reference number (B)(4). Event occurred in japan. On (B)(6) 2023, it was reported that the patient's infusion set's tubing came out from the tubing connector. No further information available.